Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited atrial under-sensing and pseudo pseudo fusion . No intervention was performed. No patient consequences.